Manufacturer narrative:
The lot number was provided for the malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation for the reported removal difficulties, malposition of device and patient-device interaction problem is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model dl900j vena cava filter allegedly was difficult to remove, and experienced malposition of device and patient-device interaction problems. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06507. H10: the lot number was provided for the malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation for the reported removal difficulties, malposition of device and patient-device interaction problem is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model dl900j vena cava filter allegedly was difficult to remove, and experienced malposition of device and patient-device interaction problems. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.